Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pce45a device was returned with the firing mechanism damaged and with three ecr45m cartridge reloads present. Cartridge (b, c, d) ecr45m, l51j85 were received fully fired and in good visual conditions. No functional testing could be performed due to the condition of the device. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on shaft subassembly leading the knife not to move forward. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic lobectomy procedure, some staples on the distal end were formed in lumbricoid shape at the 5th firing and oozing occurred at the 6th firing. Astriction was performed with gauze and a taco seal and a clip was used to stop the oozing. The amount of oozing was unknown. Blood transfusion was not required. The device loading a gold cartridge was fired on the lung parenchyma at the 1st to 3rd firings. Then, the device loading a gray cartridge was fired on pulmonary artery and vein at the 4th to 6th firing. After this event, another linear cutter device was used instead of the existing linear cutter device. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).